Event description:
It has been reported that a false alarm keeps occurring on the ventilator: the ventilator alarms visually and acoustically that the ambient magnetic field is too high for the device to be used and that it requires maintenance. The tesla spy board was previously replaced but this did not resolve the issue. Investigation is ongoing.

Event description:
It has been reported that a false alarm keeps occurring on the ventilator: the ventilator alarms visually and acoustically that the ambient magnetic field is too high for the device to be used and that it requires maintenance. The tesla spy board was previously replaced but this did not resolve the issue. Investigation is ongoing.

Manufacturer narrative:
Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that device continued having red-x alarms despite the tesla spy board had been replaced at an earlier time. The event occurred during non-clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. To address the issue, a teslaspy board was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the teslaspy board, as no further issues have been reported in agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.